Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a tip detached and remained within the patient. During tibial angioplasty, the v-14¿ controlwire® was introduced. As the device was advanced, the tip looped back on itself. A coyote balloon was advanced towards the tip and as the guidewire was being pulled back, the tip of the wire detached. A small segment of the wire was left inside the patient but this was not considered detrimental to the patient as this occurred in a total occlusion. The procedure was completed with a different device and no serious injury was reported.

Manufacturer narrative:
Device evaluated by MFR: a visual inspection of the returned device revealed the unit was returned with the distal tip detached and kinked. The polymer coating was detached on the distal tip. All outer diameter measurements were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a tip detached and remained within the patient. During tibial angioplasty, the v-14 controlwire was introduced. As the device was advanced, the tip looped back on itself. A coyote balloon was advanced towards the tip and as the guidewire was being pulled back, the tip of the wire detached. A small segment of the wire was left inside the patient but this was not considered detrimental to the patient as this occurred in a total occlusion. The procedure was completed with a different device and no serious injury was reported.